Event description:
Additional information showed the patient's device was turned off, the turned back on at a low level and slowly introduced. The patient was doing well and receiving therapy from both of her devices.